Event description:
High lead impedance reading was obtained during generator replacement surgery for end of service, indicating possible device malfunction. When the new generator was connected to the original lead, lead test resulted in high lead impedance reading (dc-dc code 7 and limit). The original generator was reconnected to the original lead and lead test again resulted in high lead impendance, indicating a problem with the original lead. After investigating the original lead, the surgeon noted a visible break in the lead. The new generator was implanted but the lead was not replaced that day pending consultation with the patient's family. Further follow-up revealed that the patient's neurologist performed device diagnostic testing two days prior to generator replacement surgery and the results were within normal limits, indicating proper device function. Additionally, pre-operative device diagnostic testing was also within normal limits. It is believed that the lead was damaged during the generator explant procedure.